Event description:
During a percutaneous coronary intervention, a filamentous material was seen on the cutting balloon and on the guiding distal tip of the catheter. Friction was noted during insertion and removal of the cutting balloon. There was patient injury noted with the event.